Event description:
It was reported that the catheter was found to be dropped out of patient body for approximately 10cm on the third day of use. Since proximal injectate port came out of patient body, another catheter was used. Follow up information indicated that the backform was not sutured down, but only the box clamps were sutured.

Manufacturer narrative:
It was indicated by the customer that the device was disposed at the hospital and it will not be returned for evaluation.